Event description:
It was reported to hamilton medical ag, that: "the coaxial breathing set for the hamilton t1 ventilator has a known issue with the expiratory valve. Hamilton have already issued a safety notice with respect to this highlighting the fact the expiratory valve may "stick" resulting in an obstruction to expiration. In the fsn hamilton have given instructions on how to ensure the valves are safe to use when fitting them. This had been done and the patient had been ventilated for 45 minutes on a transfer when the valve began to stick resulting in an obstruction to expiration. We decided to remove the batch numbers known to be affected from circulation and realised that hamilton was still supplying us with the batch numbers that are known to be affected." Patient involvement with medical intervention, but no patient, user or third party harm was reported.

Manufacturer narrative:
Hamiton medical ag reference number: (B)(4) hmag reference number: (B)(4) FDA reference: (B)(4). Hamilton medical has initiated an investigation into the reported event. The reported event has been preliminarily reviewed against the ongoing field safety corrective action fsca-2026-05-03 concerning obstruction of the expiratory valve due to an adhering expiratory valve membrane. According to the fsca, this malfunction is expected to become apparent within the first breaths after ventilation is initiated. In the present case, the reported obstruction reportedly occurred approximately 45 minutes after the start of ventilation. Based on the information currently available, it has not yet been established whether the reported event is related to the known fsca or represents a different failure mechanism. The manufacturer is therefore investigating the reported event to determine the root cause and any relationship to the existing fsca. The manufacturer will update the competent authority with the results of the investigation and revise the report, if necessary, once additional information becomes available.